Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the lead could not be implanted due to patient anatomy. The lead was not used, and no other lead was implanted in it's place. No patient complications have been reported as a result of this event.